Event description:
It was reported that during lap gastric bypass surgery there were 5 trocars used that leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with the 5th trocar with no patient consequence.

Manufacturer narrative:
Date sent: 07/07/2008. Instrument a and c: leak test failure. Instrument b: instrument d: batch # e9en18, exp date: 01/07/2013; 02/07/2008: leak test failure, fractured clear lens. Evaluation summary the analysis results found that the instrument a was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument b was returned in good visual condition, the instrument was functionally leak tested and passed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument c was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument d was returned in good visual condition, the instrument was functionally leak tested and failed. Additionally, the instrument was noted to have the clear lens fractured. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.